Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 3/26/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) year-old female patient had a mentor smooth round moderate profile 325cc saline prosthesis implanted. Rupture on the right breast prosthesis was diagnosed post procedure. As a result, the breast prosthesis was removed and replaced with a mentor smooth round moderate profile saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient had a mentor smooth round moderate profile 325cc saline prosthesis implanted. Rupture on the right breast prosthesis was diagnosed post procedure. As a result, the breast prosthesis was removed and replaced with a mentor smooth round moderate profile saline prosthesis on (B)(6) 2018. The device was received at mentor without fluid. White and brown foreign material was observed within the device. The product evaluation team observed rent measuring 3.2 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record ( DHR) of lot number 6574138 was reviewed on 4/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures manufacturer¿s reference number: (B)(4).